Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported suction was lost during canal creation on the patient's left eye. The doctor removed the cone and planned another flap with the same settings. A new suction ring and the original cone was used. The second attempt was able to create a flap and the refractive treatment was completed. The patient is doing well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The review of logfile shows at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system tests for vacuum, energy and ablation were executed by the user without any problems. No treatment report was provided, so a logfile review for the whole day was performed. Logfile review shows one treatment (for left eye) aborted after a warning message during canal creation. The message indicated that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully without any problem. All other treatments were performed successfully without any problem. The system was working within specification. No technical root cause is detectable. The root cause is user handling. The manufacturer internal reference number is: (B)(4).